Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. We have no further inventory of the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The complaint cannot be determined.

Event description:
Customer states tube not filling. This lot is unable to be used. They use straight vacutainer needles and the tubes were not filling properly. If they used a syringe and attached a transfer device they would have to force more blood in because it would stop filling. It occurs with multiple phlebotomists. It's a hit and miss when it happens. They have learned to keep a couple tubes handy in case the first one fails. They do have to push in the tube while it is filling but they shouldn't have to. Requested how much under the fill arrow are tubes underfilling, but did not receive a response.